Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the "error message and then powers off", which was not reproduced or confirmed. Evaluation experienced a system error 320 upon closing the door on a fluid filled set however the unit remained powered on and alarming. This system error is unlikely to cause harm to the patient. This MDR was initially reported in error. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-08030 can be removed from the FDA database.

Event description:
It was reported that a spectrum pump turned on and off without user input. It was also reported there was no patient involvement.